Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker system recently underwent open heart surgery. Since the surgery the patient was not doing well, and the patient was informed that the implanted system was not operating appropriately. The patient was referred to cardiology. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system recently underwent open heart surgery. Since the surgery the patient was not doing well, and the patient was informed that the implanted system was not operating appropriately. The patient was referred to cardiology. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information received from the field reported that there were no device issues, and the reported symptoms were not device related. This pacemaker remains in service.